Event description:
The customer reported that they were unable to admit/discharge patients on this central nurse's station (cns) , and that when their staff attempted to mitigate this issue by rebooting the unit, the cns got stuck in a boot loop. They were able to get the cns to stop rebooting by disconnecting all usb devices from the back of the cns. No harm or injury was reported.

Manufacturer narrative:
The customer reported that they were unable to admit/discharge patients on this central nurse's station (cns) , and that when their staff attempted to mitigate this issue by rebooting the unit, the cns got stuck in a boot loop. They were able to get the cns to stop rebooting by disconnecting all usb devices from the back of the cns. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 06/15/2022: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 06/16/2022: emailed customer via microsoft outlook for all items under the no information section. An "unknown" answer was received.

Event description:
The customer reported they were unable to admit or discharge patients on this central nurse's station (cns). The staff attempted to reboot the cns, but it went into a boot loop. They were able to stop the cns from rebooting by disconnecting all usb devices from the back of the cns. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported they were unable to admit or discharge patients on this central nurse's station (cns). The staff attempted to reboot the cns, but it went into a boot loop. They were able to stop the cns from rebooting by disconnecting all usb devices from the back of the cns. No patient harm was reported. Investigation summary: as the system was not returned for evaluation, a root cause cannot be determined. Boot loops are commonly associated with degraded or failing hard drives. Hard drive failures are likely attributable to reaching the end of the expected useful life (approximately 20,000 hours of use - every two years). As the issue with admit/discharge was also resolved after the hard drive change, it is likely that the admit/discharge issues were caused by failed or degraded hard drives. Pu-681ra serial number (B)(4) was installed at the customer's facility on (B)(6) 2019. Due to the age of the device, the root cause is most likely due to wear and tear on the hdd as it is a mechanical component which can degrade as it is used.